Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3) the patient/gxl acetabular liner involved was reportedly revised due to prosthesis wear approximately 9 years and 5 months after the index surgery. However, the revised components were not returned to exactech for evaluation and no images or radiographs were provided. The revision reported may have been due to a combination of risk factors including, use error, implant positioning, implant size selection, and patient factors may have also been a contributing factor to the early prosthesis wear. However, this cannot be confirmed from the reported information and the devices were not available for evaluation.

Manufacturer narrative:
Section d10: concomitant products biolox delta femoral head 36mm od, -3.5mm (cat# 170-36-93). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately 9.5 years post initial left tha, the 64 y/o female patient had a revision due early poly wear and to the gxl liner involved in the poly recall. The gxl liner was explanted along with the existing biolox femoral head. Patient was revised to an xle novation liner +5, biolox 36 head and +3.5 sleeve. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Sales rep was unable to obtain x-rays or images. The devices are not available for evaluation as the explants were unable to be procured from facility.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information: please disregard this report as it was submitted in error. Event was previously reported under report # 1038671-2023-01377.